Manufacturer narrative:
The complaint lot number and the associated lower level lot number were reviewed and no related issues were noted in the historical file. Four used split needles were returned for evaluation. Visual observations revealed that the plastic on the distal end did not break along the score line as intended, which caused the needle to not function properly. Because the needles were already split, the complaint of "the catheter not going through the needle" could not be confirmed. The IFU for this lot provides instructions on how to snap the wings. The IFU was reviewed for accuracy and ability to execute. During evaluation of in-house inventory, it was determined that if the needle was not initially snapped prior to attempting to pull it apart as described in the IFU, the failure mode of splitting could be replicated. Argon has visited hospitals and performed in service training to help ensure good technique.

Event description:
I have PICC needles in addition to a catheter that would not go through the needle. U-wing introducer not splitting correctly. Per our representative/nurse, the medical intervention was that the patients had to endure another vessel cannulation because the PICC did not thread through the introducer.